Event description:
The advocate called on behalf of her friend. She alleged that he was looking for something in the neighborhood trash and he received an accidental needle stick from a microlet2 lancing device. The advocate refused to provide any additional information before ending the call. No product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510k cleared.